Manufacturer narrative:
Age, weight, ethnicity: asked, but not provided. Date of event: unknown/not provided. The best estimated time would be between 2/24/2022 and 3/10/2022. The device was not returned for analysis; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported an intraocular lens (iol) was removed from the patient's operative eye and replaced with a non-johnson & johnson lens in a secondary surgical procedure due to glare and halos. The patient outcome post-surgery was not provided. No further information was provided.